Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) which was at end of service (eos), alerted for charge circuit inactive/timeout. It was noted that there were no plans to replace the ICD and all programmed alerts were programmed off. The device remains in use. No patient complications have been reported as a result of this event.